Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches. The insulin pump also had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer reported he was unable to rewind the device. Customer was refilling the reservoir; he got in the menu and got the reservoir set. He then hit the act button but it was unresponsive. Customer pushed the act button several time, went out of the prompt, back in and anomaly persisted. Customer's blood glucose was 159 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.